Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 600 mg/dl and a correction bolus was delivered to address the bg level. The customer's healthcare provider advised the customer to set another time setting to increase the basal rate. Tandem technical support assisted the customer with the setting adjustment.